Event description:
Customer reported that they obtained incorrect results for third party external quality control samples (eqcs) during aptima sars-cov-2/flu assay validation on the panther instrument sn (B)(6). In addition, the customer noted that a sample from worklist 003070-20211119-16 that previously produced positive result using the aptima sars-cov-2 assay lot 307201, produced negative sars-cov-2 result during aptima sars-cov-2/flu assay validation using lot 303906.

Manufacturer narrative:
Hologic product application specialist (pas) review of the logs and did not find any reagent preparation issues or hardware issues. Of note, sample result produced rlu's between 565k - 738k, which is lower than what is typically seen in positive samples. Thus, per pas analysis, the sample may be low target sample, which may not repeat upon retesting, or the samples may possibly be contaminated. No product impact is known to date.